Manufacturer narrative:
(B)(6). H10: the device was received for evaluation. Visual inspection was performed and two pull ring caps were observed not attached onto the connectors for the last fill and supply lines. An under water pressure test was also performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a couple of the solution line caps of one (1) homechoice automated pd set w/cassette were off (disconnected) and loose in the package. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.